Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates the episodes of post-paced t-wave oversensing (pptwos) were noted via remote transmission. The implantable cardioverter defibrillator (ICD) was reprogrammed. There were no patient consequences.